Event description:
It was reported that the patient reported a decrease in volume that was helped somewhat with pressure on the coil. Then the patient reported static sounds and then was no longer able to hear sound. The external equipment was checked and was functioning. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. See scanned page.